Event description:
A surgeon reports that a pt underwent intraocular (iol) implant surgery in 11/2003. The pt complains of glare, light reflection and monocular double images in artificial light and has difficulty when driving at night. The association between this event and the iol is not known. Additional info has been requested.